Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and a motor error after a bolus. The blood glucose reading was 500 mg/dl. The drive support cap was normal and recessed. The insulin pump was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents test. However, the insulin pump alarmed during the prime test and during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The functional testing could not be completed due to this alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.